Event description:
Report from police re pt death. Female pt terminally ill. Police seized 3 pumps being used and are alleged to be "off when they should have been on". Police want pumps examined for malfunction etc. Police do not think that pumps are involved in incident. Technicians at hospital performed some tests and their opinion was that pumps are in full working order. No syringes available. And mhra. No further details available.